Manufacturer narrative:
As of 03/04/2019 unused samples or lot number were not provided. Aso has reviewed records of biocompatibility tests and notified the manufacturer about the event.

Event description:
The initial report on 02/05/2019 consumer stated that product caused a rash. Consumer used the adhesive tape to hold gauze pads and noticed a red rash surrounding the incision area whenever he changed the gauze where the tape came in contact with his skin. Consumer stated that he required medical treatment. His dermatologist informed that the rash was caused by the contact with the tape causing a rash dermatitis. A prescription was given to the consumer to clear the symptoms.